Event description:
It was reported that this patient underwent a right atrial (ra) lead revision procedure due to noise and dislodgement. The ra lead was successfully repositioned. No additional adverse patient effects were reported.